Event description:
It was reported that this patient contacted latitude customer support as a yellow call doctor icon was noted from their remote communicator. It was discussed that the yellow alert was because the communicator had not been registered in the latitude database. Additionally, the patient reported smelling a burning odor from their communicator. The patient was referred back to their healthcare facility to replace the communicator and register a replacement in the latitude database. It was instructed to return the communicator with a burning smell for analysis, but it was stated that the programmer most likely would not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this patient contacted latitude customer support as a yellow call doctor icon was noted from their remote communicator. It was discussed that the yellow alert was because the communicator had not been registered in the latitude database. Additionally, the patient reported smelling a burning odor from their communicator. The patient was referred back to their healthcare facility to replace the communicator and register a replacement in the latitude database. It was instructed to return the communicator with a burning smell for analysis. No adverse patient effects were reported.